Event description:
It was reported that a clearlink extension set had a leak when the luer lock disconnected. The luer lock had to be tightened to prevent disconnection. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.